Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle separated during use, leaving the needle in the vial after drawing up medication. There was no report of injury or medical interventions.

Manufacturer narrative:
Customer returned one loose 1cc, 6mm, 31g syringe with the shelf carton from lot # 7177600. Customer states that the needle separated from the syringe after drawing the insulin. The loose cannula was also returned with the sample. The sample was examined under the microscope and exhibited adhesive runoff onto the barrel. Little adhesive was observed in the cannula well. The loose cannula was also examined and exhibited adhesive on the cannula shaft. See attached photos. As per manufacturing, a review of the device history record was completed for batch# 7177600. All inspections were performed per the applicable operations qc specifications. There was one notification noted for insufficient adhesive. There were six notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause likely to be a misalignment of the adhesive nozzle during assembly on the pils (point inspect lube shield) machinery. When this occurs, adhesive may be applied to the side of the barrel tip well, resulting in incomplete curing of the adhesive/cannula within the barrel tip. This could lead to an increased chance of the cannula separating from the syringe barrel during initial use. CAPA (B)(4) was initiated by the holdrege plant to address 1ml customer complaints, specifically bent cannula and cannula separates, and their associated root cause(s). Batch# 7177600 was manufactured prior to implementation of corrective/preventive actions associated with his CAPA.